Manufacturer narrative:
Additional information was received that no device malfunction was suspected with the ipg. The physician only wanted to upgrade the ipg.

Event description:
A report was received that the patient was having difficulty charging and took a long time to fully charge the ipg that eventually; it would no longer hold a charge. The patient will undergo a procedure where the ipg will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging and took a long time to fully charge the ipg that eventually; it would no longer hold a charge. The patient will undergo a procedure where the ipg will be replaced.